Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive keypad buttons and pressed multiple times. Customer stated that insulin pump changing batteries every four days. Customer changing infusion set every two days and getting unexplained insulin flow blocked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.